Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: investigators were unable to duplicate complaint about cracked/damaged casing - no visible damage to case. Bolus button torn/punctured. Use returned battery cap, battery cap does tighten fully. Blank display at power up with audible and vibe. Unable to test any button due blank display. Blank display-display cracked, put test display and test display works. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.